Event description:
A gastrointestinal surgery unit nurse/employee was pushing the cart with a 20" sony monitor on it, along with another nurse/employee pushing another cart, all equipment supplied by olympus corp. - medical instruments division. They were pushing the carts along a hallway going to the surgery suite. The hallway floor was very smooth with absolutely no obstacles. The monitor was secured to the cart with a safety strap; the cart is about four feet high. The cart began to wobble and immediately flipped over crashing the monitor to pieces. The nurse/employee was bruised and scraped on her arm and thigh. This equipment has been moved like this since it was purchased and this type of incident has not happened before. The cart and the monitor were sold to be use together. However, it appears to be very top heavydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.